Event description:
It was reported that the intra-aortic balloon sensation plus 40 cc with 2 radiopaque tip markers showing on x-ray during use. No patient harm or injury. No problems with balloon pump or patient¿s haemodynamics.

Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: e1 event site address. The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter and between the sheath and catheter. Traces of blood was also found within the inner lumen. The returned non-maquet sheath was over the catheter tubing. One kink was observed on the catheter tubing approximately 36.6cm away from iab tip. Visual examination confirmed that the rear tantalum marker was found detached from the inner lumen and misplaced with in the membrane of the iab approximately 20.32cm from the iab tip. The evaluation confirmed the reported problem. The root cause of the reported failure ¿marker misaligned¿ was the tantalum marker not adhered to the inner lumen. We are unable to determine when this may have occurred. Health hazard evaluation (hhe) 1139208 CAPA (1163322) was initiated to investigate complaints with failure modes of "iab - marker misaligned". A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months).

Event description:
N/a